Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that found no active issues and verified that drawer 1 main and auxiliary were matrix drawers, with pocket 1 not applicable. A field service engineer rebooted the system for validation, and after the reboot, auxiliary drawer 5.2 rows c and d were not detected on the bus. The station was powered off, and the pyxibus cable, retractor band, sensors, and row board cable for drawer 5.2 were reseated. After reassembly, rebooted and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed and could not be recovered. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.